Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanisms failed to disengage from 2 bd nexiva¿ closed IV catheter systems during use. The following information was provided by the initial reporter: "after inserting IV in patient the grey plastic part that holds the encapsulated metal needle failed to separate from the blue plastic wing. Normally these two parts separate easily."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/10/2021. H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one unit . Visual inspection of the device showed that there was no visible damage to the v-clip or tip shield. Functional testing was performed by attempting to decouple the tip shield from the winged adapter. Decoupling was not possible and the winged adapter could not be rotated, confirming the reported defect. Upon separation of the two components, adhesive residue was found on the outside of the winged adapter and the inside of the tip shield. During manufacturing, adhesive may be incorrectly placed due to adhesive build up or a leak in the dispense system. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that the safety mechanisms failed to disengage from 2 bd nexiva¿ closed IV catheter systems during use. The following information was provided by the initial reporter: "after inserting IV in patient the grey plastic part that holds the encapsulated metal needle failed to separate from the blue plastic wing. Normally these two parts separate easily."